Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 587 mg/dl and current blood glucose level was 600 mg/dl. Customer planning to go to hospital but did not provide hospital details. Customer did not want troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.